Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and a review of the alarm log identified the f-73 alarm. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to present an f-73 alarm. No additional information is available.